Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead revealed an external insulation abrasion, which breached the outer insulation and exposed the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the sensing noise.

Event description:
Diagnostic imaging was performed, but revealed no anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-38482. During a clinic follow-up, episodes of noise reversion resulting in oversensing were observed on both the right atrial (ra) and right ventricular (rv) leads. Lead damage on both leads was suspected, but was unable to be confirmed. Additionally, provocative testing was performed, but did not reveal any anomalies. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the right atrial (ra) and right ventricular (rv) leads were both explanted and replaced to resolve the event. The patient was stable.